Event description:
The user facility reported a 63-year-old patient implanted with an impella cp for mechanical circulatory support as a high-risk percutaneous coronary intervention. Five minutes after device insertion, the patient sat straight up on the cath table causing the impella to go back into the aorta. The impella was taken out and re-inserted. The patient coded and cardiopulmonary resuscitation (CPR) was started. While pulling the impella back to the 14fr sheath, the patient raised his right knee into the air. After pulling the device out of the body it was noted that the device was sheared and the inlet/pigtail was still in the common iliac artery. The patient was then put on venoarterial extracorporeal membrane oxygenation (va ECMO). The vascular surgery team was brought in to help snare the inlet/pigtail but was unsuccessful. It was decided that once va ECMO was weaned the patient would go to the operating room (or) and a cutdown would be done to retrieve to inlet/pigtail.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.